Event description:
It was reported through heart rhythm case reports, inappropriate therapies in modern implantable cardioverter-defibrillators: a propensity score¿matched comparison between single- and dual-chamber discriminators in single-chamber devices the single lead study (things study). In patients with implantable cardioverter-defibrillators (icds), inappropriate therapies (its) are often caused by supraventricular tachyarrhythmias (svts) due to an incorrect interpretation of signal. The case report estimated the incidence of it in modern single-lead implantable cardioverter defibrillators (icds). The findings indicated that high-rate ventricular fibrillation (vf) cutoff and prolonged detection time programming resulted in a low it rate in single-lead ICD patients with modern svt discriminators. Ba trend favoring the dual-chamber (dc) system was observed in the ventricular tachycardia (vt) zone. Details are listed in the article titled "inappropriate therapies in modern implantable cardioverter-defibrillators: a propensity score¿matched comparison between single- and dual-chamber discriminators in single-chamber devices the single lead study (things study)".patient information was not provided.